Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment information was not reported. At the time of this report, the patient was reported to be recovering from the event. Action taken with therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Was reported that the patient was hospitalized at the end of (B)(6) (year not provided) for the event. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.